Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may have leaked. Customer indicated that they administered a bolus and then a short time later another bolus was administered, but the insuliln level stayed the same in the reservoir. Customer indicated that the insulin pump did not deliver the insulin. Customer's blood glucose was 500mg/dl at the time of incident. Troubleshooting found that the customer has used 3 infusion sets to try and correct the problem but the problem with the insulin persists. There was no further information provided by the customer or by troubleshooting. No high blood glucose troubleshooting was performed.